Event description:
It was reported that there was a problem on bolus detection, the pump doesn't detect the remote. There was unknown patient involvement. No patient harm/adverse event was reported. Device analysis found the downstream occlusion (dso) seal was detached/damaged.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The dso seal was replaced.